Event description:
The teleport control microcatheter could not be advanced into the lesion in the mid-circumflex artery. Torque was applied and the microcatheter became stuck on the guide wire. The catheter and wire were then removed and the microcatheter appeared to be frayed, but the tip was still attached. The vessel was 95% stenotic with a diameter of 3.5mm and severe calcification.